Event description:
One patient sample was run for tsh found to give 52.31 uiu per ml. The same sample retested on two other analyzers resulted as 15.40 and 25.05 (no units of measure provided). The same sample was run three times on all analyzers and confirmed the same recovery. No information was provided to determine if any erroneous results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.